Event description:
It was reported that the biomed stated the arctic sun device displayed calibration error 80 (water check time out - unable to reach calibration temperature) during calibration. The expected value was 37, actual value was 29. The functional check heated and cooled. The flow rate was 3.8, chiller temperature (t4) was 4, inlet pressure was -6.4, circulation pump command was 100 percentage. The circulation pump going bad. It was recommended that the calibration be done again and select the correct parameters as well. The system hours was 7284, pump hours was 6907. The biomed requested quote for 2000-hour preventive maintenance service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated the arctic sun device displayed calibration error 80 (water check time out - unable to reach calibration temperature) during calibration. The expected value was 37, actual value was 29. The functional check heated and cooled. The flow rate was 3.8, chiller temperature (t4) was 4, inlet pressure was -6.4, circulation pump command was 100 percentage. The circulation pump going bad. It was recommended that the calibration be done again and select the correct parameters as well. The system hours was 7284, pump hours was 6907. The biomed requested quote for 2000-hour preventive maintenance service.